Event description:
It was reported that a patient had a linx device implanted. The patient has had extreme heartburn only when he runs, rock climbs, or hikes. It is an issue that has been ongoing for 20 years. It has become progressively worse and is not mitigated by medication. Dr. Performed the surgery in (B)(6). The surgery did not solve my problem and now I have some difficulty swallowing. Dr. Has run additional tests. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Investigation summary; an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: do you have the linx product code? It is possibly: mary000102318. Do you have the lot number and serial number (if applicable)? I do not on what date was the device implanted? (B)(6) 2021. Have you had any diagnostic testing done to address the symptoms you experienced while the device was implanted? If yes, what diagnostic testing were completed? Xr fluoro esophagus single contrast. Can you share the results of the diagnostic tests? Yes. Do you have an autoimmune disease? No. Have you been prescribed medication by a doctor (not over the counter medication)? Yes. If yes, what is the doctor prescribed medication? Hyoscyamine 0.125 mg sl tablet. Pantoprazole 40 mg tablet. Are you currently taking steroids / immunization drugs? No. Xr fluoro esophagus single contrast test results: impression: 1. Mild esophageal dysmotility with incomplete passage of barium coated bagel with 2 swallows. The marshmallow did pass with one swallow. 2. Gastroesophageal reflux was seen. 3. Linx device is in good position. Otherwise negative esophagram. Electronically signed by: (B)(6) date/time (B)(6) 2021 2:20 pm. Narrative procedure: esophagram. Indication: gastroesophageal reflux disease without esophagitis, previous leak still device placement comparison: (B)(6) 2021. Fluoroscopy dose reporting: the total fluoroscopy dose to this patient was 74 mgy. Any fluoroscopic dose recorded here in mgy (milligray) represents reference air kerma, or recorded in cm2 or m2 units represents kerma-area product (or dose area product (dap)). Total fluoroscopy time was 3.7 minutes and 24 fluoroscopic spot images were obtained. Findings: liquid phase: a cine esophagram reveals the esophagus to appear structurally normal. The linx device is in good position at the gastroesophageal junction. No hiatal hernia, stricture, ulcer, or erosion is seen. During single swallows of barium, there are some tertiary contractions and moderate proximal escape, with intermittent propagation of primary peristaltic waves. Mild to moderate gastroesophageal reflux to the midesophagus was seen with trendelenburg positioning or with water siphon testing. Solid phase: the patient was then given a medium to large sized bite of bagel coated with barium. Upon swallowing, the bagel bolus did not fully pass into the stomach with 2 swallows. Similarly, the patient was given a large marshmallow to swallow and this was swallowed on the first swallow without difficulty. A barium tablet passed into the stomach without delay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.